Event description:
It was reported that the patient presented for a check of their implantable cardioverter defibrillator (ICD) as the patient was repo rting shortness of breath as the ventricular pacing rate was elevated. Evaluation revealed the patient was in an atrial arrhythmia and reprogramming the mode switch value was recommended. The reprogramming was completed and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.